Event description:
It was reported that the customer had high blood glucose levels of 226 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that the crack on the display of the insulin pump starts on the top right corner of the display and extends to the bottom left corner of the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit received with bleeding and cracked lcd glass. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. (B)(4).